Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Watertightness was not maintained due to damage to the air supply. Leakage was found on the light guide (lg) bundle and universal cord. Corrosion was found on the control body and the scope connector. E315 scope error was observed and was caused by the corrosion of the scope connector. Scratches were found on the control body, tip cover, switch box, the up/down and right/left knobs, the up/down and right/left angle fixing levers, universal cord, scope connector side of the universal cord, scope connector, control body cover and control grip. Dirt was found on the control body and object lens. The bending angle is insufficient and the play of the angle knob is out of speciation due to the elongation of the angle wire. The glue on the bending section cover was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Based on the results of the investigation, it is likely that the following led to the malfunction: a) it is likely that the e315 scope error occurred as a result of water invasion inside of the connector due to water leakage from the water channel. The part where the water supply tube came off is an adhesive, which guarantees fixing and watertightness, so it is likely, it came off because the adhesive part peeled off. B) since no manufacturing abnormalities were found related to the leak or connection failure, the cause of the disconnection of the connecting tube could not be identified. However, it is possible that the insertion was insufficient when assembling the tube to the connector. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope leak at the air/water channel. The connection part of the scope air/water scope connector pipeline was disconnected, causing water to leak over the entire scope. During the inspection and testing of the returned device, scope error e315 was observed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.